Manufacturer narrative:
The device had a slight kink approximately 5.0 cm from its proximal end. Evaluation of the returned device revealed a slight kink on the devices proximal end. This damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coils. During the procedure, the physician successfully deployed and detached three ruby coils in the target vessel using a lantern delivery microcatheter (lantern). While attempting to use a new ruby coil, the coil was inadvertently dropped on the ground during handover. Therefore, the ruby coil was set aside and the procedure was completed using three additional ruby coils and the same lantern.